Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was indicated that the patient experienced a loss or change in therapy. The patient reported that they just peed on themselves on the day of report. The patient noted that they had been constantly peeing on themselves since (B)(6) of 2017, a few days prior to report. The patient noted that the implantable neurostimulator (ins) may have been hit and stated that they preferred not to say what happened. The patient was feeling stimulation and noted that the change in therapy/symptoms was sudden. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.